Manufacturer narrative:
Main investigation conclusion: the reported events of no external power and low power hazard were confirmed via the log file. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 4 days (31may2021 ¿ 03jun2021 per timestamp). No external power alarms were recorded from 01jun2021 from 00:22:55 - 00:23:31 and were caused due to a loss of ac power while the controller was connected to the mpu. The backup battery provided power during these events. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made to retrieve the additional information regarding the serial number of the mpu in addition to asking if the mpu has a v-lock connector on the ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event. There was no response to the good faith effort attempts. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low power hazard, power cable disconnect, and no external power alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low power hazard, power cable disconnect, and no external power alarms on (B)(6) 2021 at 0022. These alarms were caused by the power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. A review of the log files revealed a transient, unsustained low flow alarm with high pi on (B)(6) 2021.